Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1194 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that at 9:05 on (B)(6) 2022, when the nurses collected blood from a patient who had a PICC tube implanted, they followed the correct steps and found that it was a bit difficult to collect blood. Careful inspection found that the tube was broken. Nursing staff cut off the tube after comprehensive disinfection. After replacing the fittings, the tube was used normally. During the period, it was found in time and did not cause harm to the patient.